Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the silicone gland on the maxplus does not close completely when a male luer is disconnected resulting in a leakage of fluids. No specific pt event reported, no pt harm reported. Although requested, no add'l pt or event details were provided by the customer.